Manufacturer narrative:
Follow-up #1: date of submission: 07/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment at the threads and a piece of the case was missing. The returned battery cap was unable to fully tighten to the battery compartment due to stripped threads. There were three battery cap contact height measurements not within specification. The slot on the top of the battery cap was observed to be damaged.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.